Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #303367 batch # 4305196 it was reported by customer that the cannulas breaking/snapping when prepping meds. Verbatim: cannulas breaking/snapping when prepping meds.

Manufacturer narrative:
(B)(4) follow up for device evaluation. An issue was reported involving cannulas breaking during medication preparation. To support the investigation, five samples and one photograph were submitted for evaluation by the quality team. Of the five samples, four were received without packaging blisters, while one was enclosed in a sealed blister pack. A visual inspection was conducted on all samples. Two exhibited complete separation of the plastic needle at the junction with the needle hub, while two others showed visible cracks in the same area. The sample in the sealed blister pack was examined under 30x magnification, and no defects or abnormalities were observed. The accompanying photograph depicted four of the submitted samples. A device history record (DHR) review was completed for material number 303367, lot 4305196. The review found no quality issues or related notifications during the production of this lot. All manufacturing processes and final inspections were performed in accordance with specification requirements. Process assessments did not identify any specific stage that could have contributed to the observed damage. Additionally, interviews with associates revealed no prior observations of this condition. Based on the investigation and analysis of the returned samples, the customer-reported issue has been confirmed.